Event description:
It was reported that at the post operative device check, the patient alert sounded, and the atrial lead exhibited high impedances, noise, and far field r-wave (ffrw) oversensing. The pocket was reopened, and it was determined that the atrial lead had not been fully inserted into the device header. The lead pin was reinserted, and subsequent testing indicated that the device and lead were functioning normally. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).